Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was fractured. It was also noted that there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay was melted and had cosmetic environmental stress cracking, the inner tubing was worn, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism. Performance data collected from the device was analyzed. One lead integrity alert was triggered for lead failure predictor on (B)(4)-2012 15:00:03. Low resistance/impedance was noted as the daily pace impedance trend data shows a low impedance spike decrease for ventricular pace bi impedance from 589 to 228 ohms minimum between (B)(4)-2012, then returning to 589 ohms on (B)(4)-2012. Oversensing was also noted as seven ventricular non sustained tachycardia episodes <=210 ms occurred between (B)(4)-2012 21:29:42 and (B)(4)-2012 15:58:41. Interference/noise was noted as the ventricular short interval count (v-sic) was 49.3 counts avg/day, in 1.97 days, between (B)(4)-2012 21:36:50 and (B)(4)-2012 20:52:15.

Event description:
It was reported that the patient had syncope and that the pacing impedance dropped to 228 ohm with oversensing. During a chiropractor visit, patient "heard a pop under left breast area". It was also reported that there was sensing difficulty and the lead was fractured. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.